Event description:
The hospital maintenance person reported that this bed had an unintentional movement in the bed up function. After troubleshooting with a hill-rom service technician, it was determined that the patient control switches were defective. Replacement of the switch assembly resolved the issue. There were no reported adverse events associated with this product problem.